Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that after a surgery, the patient was unable to connect to the ipg. Reportedly, the ipg was placed into surgery mode prior to the procedure. Electrosurgical devices were used during this procedure. Multiple troubleshooting attempts were made but remained unsuccessful. As a result, surgical intervention may take place to address this issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020, wherein the patient's ipg was explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The patient¿s physician and hospital has been obtained.